Manufacturer narrative:
Investigation summary: this complaint is for misidentification when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 4248213. The customer did not return panels but provided phoenix generated lab reports and isolates for the investigation. The phoenix generated lab reports show identifications of providencia alcalifaciens and proteus mirabilis. The customer returned isolate was verified on a bruker maldi biotyper and labeled as p. Mirabilis 1107036 and p. Mirabilis 1107274. To investigate, retention panels from the complaint batch and control panels from the same material but different batch were tested using customer returned isolates p. Mirabilis 1107036 and p. Mirabilis 1107274 on a phoenix m50 machine and evaluated for identification results. Previous investigation of complaint batch 4128509 shows qc isolates s. Aureus a29213 and s. Aureus a25923 were tested on a phoenix m50 machine and evaluated for identification results. Next, retention panels of the complaint batch and control panels were tested with in house isolate p. Mirabilis a29906 on a phoenix m50 machine and evaluated for identification results. The panels tested identified the inoculated isolate as p. Mirabilis, therefore, this complaint is not confirmed for misidentification. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.

Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 a patient isolate (providencia alcalifaciens) was misidentified as proteus mirabilis. Repeat testing was performed. The user noted that the isolate did not swarm on the plate. No health impact or consequence reported. Report 1 of 2.

Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 a patient isolate (providencia alcalifaciens) was misidentified as proteus mirabilis. Repeat testing was performed. The user noted that the isolate did not swarm on the plate. No health impact or consequence reported. Report 1 of 2.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.